Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/continues to experience the increasingly intense pain") and menorrhagia ("increased bleeding during menstruation/continues to experience bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured appendix, gallbladder removal, contusion of lower leg, ligament sprain, multiparous, urinary frequency, stress urinary incontinence, urinary frequency, hunner's ulcer, bladder hydrodistention and ovarian cyst. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: extreme mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea ( cramping )"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and ablation (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Her healthcare provider disassociated the pain and bleeding from the essure devices. This, in turn prevented plaintiff from ascertaining the cause of these pains. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Bilaterally, we bipolar coagulated across the tubes lateral to where I can see the essure. So the essure goes with the uterus. Discrepancy noted in essure insertion date: (B)(6) 2010 & (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: no result provided; on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined; therefore, no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jan-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Other relevant history and lab data updated. Event: hormonal changes describe: extreme mood swings, abnormal bleeding vaginal, bladder disorder, urinary tract disorder, migraine, headache, nausea, nickel allergy, dysmenorrhea ( cramping ), dyspareunia (painful sexual intercourse), fatigue, lower abdominal pain newly added. Outcome of events pelvic pain, menorrhagia was changed from "not changed/not resolved" to "recovered/resolved" incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/continues to experience the increasingly intense pain") and menorrhagia ("increased bleeding during menstruation/continues to experience bleeding/menorrhagia") in a 23-year-old female patient who had essure (batch no. 3658229-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured appendix, gallbladder removal, contusion of lower leg, ligament sprain, multiparous, urinary frequency, stress urinary incontinence, urinary frequency, hunner's ulcer, bladder hydrodistention and ovarian cyst. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: extreme mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea ( cramping )"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and ablation (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Her healthcare provider disassociated the pain and bleeding from the essure devices. This, in turn prevented plaintiff from ascertaining the cause of these pains. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Bilaterally, we bipolar coagulated across the tubes lateral to where I can see the essure. So the essure goes with the uterus. Discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: no result provided; on (B)(6) 2011: result: total bilateral occlusion. Lot number reported 3658229 is invalid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-apr-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/continues to experience the increasingly intense pain") and menorrhagia ("increased bleeding during menstruation/continues to experience bleeding/menorrhagia") in a 23-year-old female patient who had essure (batch no. 3658229) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured appendix, gallbladder removal, contusion of lower leg, ligament sprain, multiparous, urinary frequency, stress urinary incontinence, urinary frequency, hunner's ulcer, bladder hydrodistention and ovarian cyst. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: extreme mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea ( cramping )"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). In february 2011, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and ablation (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, mood swings, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Her healthcare provider disassociated the pain and bleeding from the essure devices. This, in turn prevented plaintiff from ascertaining the cause of these pains. As a result of the coils remaining in her body, she continues to experience the increasingly intense pain and bleeding. Bilaterally, we bipolar coagulated across the tubes lateral to where I can see the essure. So the essure goes with the uterus. Discrepancy noted in essure insertion date: (B)(6) 2010 & (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: no result provided; on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (b)6) 2019: pfs received. Essure lot number added. Event clubbed: increased bleeding during menstruation/continues to experience bleeding/menorrhagia. Aka name added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.